Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported low blood glucose and that the insulin pump buttons were unresponsive. Customer stated that the buttons were stuck during bolus and some buttons were not working. Troubleshooting was done. Customer's blood glucose was 35 mg/dl. Customer had juice to treat low blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer also mentioned that her last blood glucose was 35 mg/dl and 365 mg/dl. Customer will treat using her pens and stated that middle line was missing on the insulin pump screen. No further information provided.